Event description:
Reporter indicated difficulty with the setscrew during a revision surgery. The revision surgery was to address a lead pin not being fully inserted and a report of patient not feeling stimulation. Pre-operative diagnostics were all within normal limits. During the surgery, the physician reported difficulty loosening the setscrew to allow the lead pin to be removed. A generator test was performed with the test resistor with no reports of difficulties. The lead pin was then inserted into the generator. The physician reported difficulty in tightening the setscrew. The physician then decided to replace the lead due to a lead issue that he visualized. The physician was unable to loosen the setscrew to allow removal of the lead pin. The physician then explanted the existing lead and generator and implanted a new lead and generator.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.